Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes sales rep without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a tibial nail placement of vaulted guide wire in the patient tibia, the t or the handle portion of the t handle/ universal chuck broke off when the surgeon was back hammering the device. The universal t handle was attached to 2.5 vaulted reaming rod. Control it back through the tibial nail cannula out of the patient before placement of locking screws. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: unknown tibial nail (part # unknown, lot # unknown, quantity # 1), unknown vaulted guide wire (part # unknown, lot # unknown, quantity # 1), unknown vaulted reaming rod (part # unknown, lot # unknown, quantity # 1), unknown locking screw (part # unknown, lot # unknown, quantity # 1), unknown hammer (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).